Manufacturer narrative:
D10 concomitant product: 24055-, 24055 5.5 sht sec prt 5.5mm lck cnn/trc (lot#j4l3248gy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic oophorectomy procedure, two trocars from the same lot number broke and the internal parts of the trocar were found in the patient's abdomen while inserting the trocar. The surgeon had to remove pieces of the trocar that broke in the patient¿s abdomen with laparoscopic forceps. The surgical time (5 minutes) was impacted due to the lengthening the operating time as the surgeon had to use another supply to complete the surgery. There was no patient injury.

Manufacturer narrative:
Additional information: d4(UDI), d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the device spiked trocar was received but the obturator was not received. The circular seal was cut with a piece disengaged. The duckbill seal, cannula and the flanges of the anchors were intact. Functional testing noted that the device passed an air leak test. The top was actuated and the flanges presented themselves cleanly locking into place. The top was actuated in reverse and the flanges retracted perfectly. It was reported that a component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if an excessive force was applied to the device during a clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.